Event description:
It was reported by the patient that although the green power indicator light was lit, the previously working remote monitor did not respond when the start button was pressed. The monitor was attempted to be reset by unplugging the power cord, but it was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.